Manufacturer narrative:
Evaluation findings of fiber broken within the connector. A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. Prior to disinfection, debris was present on the fiber face within the sma connector. Post-disinfection, the debris was not present and a small black shadow was noted on one side of the fiber face. This suggested that the fiber was broken within the connector. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was clear, round and slightly weak with an effective transmission of 25.1%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier medilas h-12 watt with 0.8j x 10hz settings. According to the complainant, during the procedure, the laser fiber produced low energy when it was first fired. After the physician disconnected and reconnected the laser fiber, aiming beam was lost and the laser fiber would no longer conduct energy. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.